Manufacturer narrative:
The initial MDR 1226181-2016-00114 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sample probe 1 mixer. The cse adjusted the mixer alignments, primed the instrument, ran quick check, reset the instrument, and ran quality controls, resulting within range. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the quality control data, which indicated results were within range. A siemens service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran service methods and found that sample 1 mixer was starting to fail, and ordered the part to replace it. The cause of the discordant, falsely low vancomycin result is unknown.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was retested on the same instrument, resulting higher. The sample was than tested twice on alternate instrument, resulting higher and matching the original instrument repeat. The retest result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.